Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used during a bilateral percutaneous nephrostolithotomy (pcnl) procedure on (B)(6), 2012. According to the complainant, during the procedure, the physician inflated the balloon and the balloon was banana shaped. Due to the curve of the balloon it was difficult for the physician to place the renal sheath over it. He did not anticipate this problem and punctured part of the kidney. The procedure was completed with this device (one on each side). It was reported that there were no pt complications and the patient was fine after the procedure.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date. (B)(4).